Manufacturer narrative:
A ge representative evaluated the system and found loose connections inside of the power plug. Hot and neutral lines were not tightened down. Ge representative tightened the connections. System functions as intended.

Event description:
The customer reported the circuit breakers intermittently trip and shut the system down. No patient injury was reported.